Manufacturer narrative:
The two complaint devices are not being returned, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. It is unknown what part of the devices fell off into the patient, only that it was removed from the patient. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A meniscus repair should be made, when inserting the rapidloc- implant on the applicator this slipped off in the knee joint from the needle, it needed to be threaded again outside, a new attempt was made to insert the implant and the thread was cut through by the applicator so that the implant became useless. With the 2nd implant the same thing happened. The procedure was completed with same like product. The following additional information was received via email from our affiliate on july 31, 2015; the two anchors did not fall into the patient's joint, something was removed from the patient with an arthroscopic tong. It is unknown if the procedure time was extended over thirty minutes. The following additional information was received via email from our affiliate on august 11, 2015; it is not known what part of the two devices fell into the patient (and were removed with the arthroscopic tong). See associated medwatch # 1221934-2015-00919.